Event description:
It was reported that the health care professional (hcp) called technical services (ts) to discuss the right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended on this pacemaker. Ts determined that the raat entered suspension mode due to atrial fibrillation (af). Additionally, atrial undersensing was observed on the presenting electrogram (egm). Ts also noted that sensitivity was programmed at maximum values of 0.15 millivolts, and af alerts were deactivated, therefore, the clinic was not notified. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device exhibited atrial loss of capture (loc). No adverse patient effects were reported. At this time, this device remains in service.